Event description:
It was reported that during the sheath preparation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was leaking fluid and air ingress was noticed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported no damage to the luer was observed. The previously reported leak appears to come from the hemostatic valve and distal end of the handle. Air was observed in the sheath. Irrigation was performed with a pressure bag.

Manufacturer narrative:
B3 event date - estimated. B5 describe event or problem - updated. D9 device avail for eval, returned to manufacturer date - updated. E1 initial reporter city - (B)(6). Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
B3 event date - estimated e1 initial reporter city -(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During preparation, it was observed the faradrive steerable sheath clear was leaking fluid and air ingress was experienced. The procedure was completed successfully with a new faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
E1 initial reporter city -(B)(6). H3 device eval by MFR:analysis of the returned sheath found the external valve torn on both faces which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegations. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was reported that during the sheath preparation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was leaking fluid and air ingress was noticed. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory it was further reported no damage to the luer was observed. The previously reported leak appears to come from the hemostatic valve and distal end of the handle. Air was observed in the sheath. Irrigation was performed with a pressure bag.